Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump. Pump drug information was unknown. It was reported that the patient's pump was "not sutured right and it's not close to her body". Sometimes, it took a while to locate the pump when the patient was trying to connect to it. The patient's healthcare provider (hcp) said that they would fix it, but they hadn't yet. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No acti ons/interventions were taken to resolve the issue. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were not reported.